Manufacturer narrative:
The serial number of the device is unknown; therefore, the facility is unable to determine the exact unit involved. There will be no product return. The device history record review could not be completed as the serial number is unknown. The submission numbers for the hem1 and sg catheter will be submitted under a supplemental report when they become available.

Event description:
It was reported that during use with a hemosphere instrument/monitor (hem1), swan ganz module (sgm) and swan ganz catheter there were unstable co/ci readings obtained. The issue could not be isolated to one of these devices. The readings for cardiac output were up and down between 3.8 to 7.7 within 10 minutes. The clinicians saw the unstable numbers. There were no error messages observed. This was occurring while the patient was sitting in a chair. There was no intervention with drips, fluid, etc. This was a heart transplant patient. There were no patient complications reported. The patient demographic information was not provided. The serial numbers of the hem1 and sgm were not documented by the facility. The exact equipment is unable to be determined; therefore, there is no product return. In addition, the sg catheter involved was discarded by the facility.

Manufacturer narrative:
The medwatch submission number for the sg catheter is 2015691-2020-14764. The medwatch submission number for the hem1 instrument is 2015691-2020-14718. This product will not be returned for evaluation as the serial number was not documented by the facility and it is unknown which unit to attribute the issue to. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Manufacturer narrative:
Further investigation found that after reviewing the information available and the images, that the large variation in sco (stat co) is to be expected in this scenario. When there is thermal stability introduced due to extraneous factors like infusions, positional adjustments, the expectations is that the stat values will react faster. Since it was reported that the patient was sitting up and possibly moving, this movement may add noise to the thermal signal causing the sco values to vary in large steps as the averaging duration for sco is short. Hemosphere provides cco parameter with longer averaging time to average out these large changes seen in sco. In conclusion, this would not be an event related to the catheter malfunctioning.